Manufacturer narrative:
(B)(4). Device history lot: part: 04.027.056s, lot: 3l81307, manufacturing site: (B)(4), release to warehouse date: 15.mar.2019, expiry date: 01.mar.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complainant part is not expected to be returned for manufacturer review/investigation. Implant/explant date: device not available - implanted. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a trochanteric fracture patient was admitted to (B)(6) hospital-(B)(6). The dr. Used our pfna-ii to fix the trochanteric fracture, but during the surgery and after insertion the blade, the dr. Was trying to tighten the blade through the inserter, unfortunately, the blade was not locked and the gliding mechanism of that particular blade failed. Concomitant medical products: unknown inserter (part# unknown, lot# unknown, quantity# 1). Unknown nails: pfna-ii (part# unknown, lot# unknown, quantity# 1). Unknown end caps: pfna-ii (part# unknown, lot# unknown, quantity# 1). Unknown screws: locking (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).